Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Requested, not yet received.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The review of manufacturing history indicates product was manufactured according to the pre-defined specifications. The product inspection reveals that the described issue could not be observed. No non-conformity has been detected. The exact root cause of the incident cannot be determined. (B)(4).